Event description:
Medical record reviewed 1/15/1999. Pt found to have possible lead fracture and admitted for aicd lead revision. Per the operative report, "old incision was opened and the defibrillator lead removed and there was no obvious atrial lead insulation break. New atrial lead was advanced without difficulty (medtronic model)." Pt discharged to home on following day.